Event description:
Revision procedure to move the ipg pocket deeper occurred on (B)(6) 2019.

Manufacturer narrative:
Event date is an estimation.

Event description:
It was reported that the patient lost weight and their ipg was sticking out. As a result, the ipg pocket was revised and the ipg was moved deeper. Therapy was restored following the procedure.